Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457445 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that lia (lead integrity alert) triggered, with "obvious noise", high sic (sensing integrity counter) and ns (non-sustained) events, erratic pacing impedances, and lead fracture noted. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.